Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic right herniorrhaphy inguinal with mesh procedure, the surgeon pushed the mesh trough the trocar and into the patient's abdomen. The surgeon then began to unfold the mesh and a tear was noticed at the seam of the mesh. A new mesh was used to resolve the issue and complete the procedure. There was no patient injury.